Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was not working. Additionally, it was reported that the customer's blood glucose was "out of control." Customer did not provide further information regarding the reported issues. The customer confirmed that an alternate method of insulin delivery was available.